Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately filled and loaded a new cartridge successfully. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.